Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of catheter detached. Patient code e0717 captures the reportable event of dyspnea. Patient code e0731 captures the reportable event of pleural effusion. Patient code e010701 captures the reportable event of disorientation. Impact code f0801 captures the reportable event of intensive care. Impact code f23 captures the reportable event of unexpected medical intervention. Block h11: investigation results: the returned nephrostomy catheter sets was analyzed, and a visual evaluation noted that the catheter was found detached in the middle. Microscopic examination was performed under magnification confirming the detached catheter. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. With all the available information, boston scientific concludes that the reported event of catheter detached was confirmed. Based on the investigation, it is possible to conclude that this problem could be caused by operational factors. Probably some manipulation using excess of force during the procedure could have caused the detached on the catheter. Taking all available information into consideration, an investigation conclusion code of adverse event related to procedure was assigned to this investigation because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that a jinro pigtail nephrostomy catheter was used during a procedure. After placement, the patient experienced an episode of disorientation with tampering the device. Additionally, it was impossible to restore the correct layout and placement of the urostomy bag. However, due to recurrent dyspnea, a CT scan (computerized tomography) was performed and showed the proximal end of the drainage inside the pleural space and massive pleural effusion on the right side. A different drainage device was placed and requested for thoracic surgery department. Upon evaluation of the case, the indication for centralization and surgical intervention was necessary for the removal of the device.

Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of catheter detached. Patient code e0717 captures the reportable event of dyspnea. Patient code e0731 captures the reportable event of pleural effusion. Patient code e010701 captures the reportable event of disorientation. Impact code f0801 captures the reportable event of intensive care. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a jinro pigtail nephrostomy catheter was used during a procedure. After placement, the patient experienced an episode of disorientation with tampering the device. Additionally, it was impossible to restore the correct layout and placement of the urostomy bag. However, due to recurrent dyspnea, a CT scan (computerized tomography) was performed and showed the proximal end of the drainage inside the pleural space and massive pleural effusion on the right side. A different drainage device was placed and requested for thoracic surgery department. Upon evaluation of the case, the indication for centralization and surgical intervention was necessary for the removal of the device.